Event description:
The site reported, when attempting to load the planning file, they received an error stating that the ¿CT volume is corrupt and invalid.¿ they were unable to continue with the case, it was cancelled. The pt was under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
Device not received for eval to date. There was no harm or injury to the pt reported. In an abundance of caution we are filing this MDR because of the additional risk associated with multiple exposure to general anesthesia.